Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, death occurred. The initial procedure occurred in 2007. The patient had been experiencing chest pain and echocardiography was performed. The patient was hospitalized and started on a regimen of aspirin, panaldine and heparin. Two days later, angiography confirmed that the left anterior descending (lad) artery was 100% stenosed, with no calcification and moderate tortuosity. The lesion was pre-dilated with a non bsc balloon, unknown size. A taxus express2 3.0x20mm drug eluting stent was then placed. Post ivus confirmed that stent placement was well positioned and well apposed. Heparin and millisrol were used during this procedure. "The patient recovered smoothly." Two days post procedure, the patient experienced ventricular tachycardia, ventricular fibrillation and finally sinus arrest. Resuscitation was performed and intubation and cardioversion were carried out. Epinephrine, magnesium and atropine were administered. Return of spontaneous circulation was confirmed 40 minutes later and the patient was transferred to the intensive care unit (ICU). The following day the patient died. Cause of death is unknown.